Event description:
It was reported that during a da vinci-assisted single-port (sp) radical prostatectomy, a loud bang was heard followed by the erbe generator displaying a constant error. Prior to contacting an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance, the customer restarted the erbe generator but the issue was not resolved. Upon reviewing the logs, the tse confirmed that the error indicated a defective erbe generator unit. At the time of the incident, anesthesia had already been administered to the patient; however, it is unclear if the single port had already been placed. The case had reportedly been in progress for 1 hour and 45 minutes when the event occurred. Due to the customer reported issue, the customer elected to convert the da vinci-assisted sp surgical procedure to a da vinci-assisted multi-port surgical procedure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the site to further investigate the customer reported issue. The fse replaced the erbe generator and performed technical safety checked. The system was tested and verified as ready for use. Isi has not received the erbe generator for failure analysis evaluation.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The erbe generator was returned for failure analysis and the reported failure was confirmed and replicated. During in house testing, the an erbe error was found, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event.